Event description:
The patient's pre dialysis assessment was negative. 20 minutes into the dialysis treatment the patient complained of shaking chills. The patient's pre dialysis temperature was not taken. Her temperature at the time of the incident was 100.8 f. Maximum temperature was 101.3. The patient was given dyleral, blood cultures and millyore dialpate cultures were taken dealyus was terminated. Pyrogen testing was not done. Dialysis treatment was resumed using a new system.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.